Event description:
The ellume covid-19 tests need to be pulled completely. They voluntarily recalled a lot of tests and I had purchased several. They still make you give them your personal data, and watch a video of their product for every single recalled test just to tell you that it's recalled and you can't use the product. I purchased multiple tests and I've been in contact with their customer service asking for a refund but they said they can only replace the product and I've not heard anything else. I did not receive a refund nor receive replacements. They're essentially stealing money from consumers worried about covid who are trying to do the right thing and test when necessary. What is the point of having tests on hand that do not properly test for covid or that do not work when you need to do a potential asymptomatic test. Why do consumers have to go through a 20 minute ordeal per test just to be told they can't test? Ellume should not be allowed to sell faulty medical devices and keep all the money. This is fraud. They are scamming consumers. FDA safety report ID# (B)(4).